Event description:
It was reported that the patient presented for routine device upgrade. During the procedure, it was noted that the atrial lead exhibited loss of capture and failure to sense. A chest x-ray was performed to confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.